Event description:
It was reported from (B)(6) that a patient had redness and itchiness under the border tape and also under the mass after 2 days of wear time. Usual wear time for the patient is 6 days. The patient "did not use any medication on rash". Patient outcome is not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.